Event description:
It was reported that particulate matter was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The particulate matter was not further specified. This issue was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, three (3) photographs of the samples were provided for evaluation. A visual inspection of the photographs revealed a white particulate matter (pm) inside each of the containers. The containers were partially filled with a liquid solution. The pm was observed to be a white polymeric material which appeared as elongated particle matter morphologically consistent with fill port material. The reported condition was verified. The cause of the condition could not be determined based on the sample images. The possible causes include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.